Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit did not power on and off using battery or ac power. The home feedback led does not light up when connected to ac power. During internal inspection, a known good instrument board was temporarily install in the device and the unit was able to power on and boot up as intended. The customer's instrument board was placed back in and the failure was present. The device does not power on or charge due a broken component of the instrument board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device shut down while in use and the device won't accept a charge or turn on. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device shut down while in use and the device won't accept a charge or turn on. No consequences or impact to patient were reported.